Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, after completion of the fourth firing with the powered stapler, the nurse could not return the reload to the neutral position. The device did not move at all. The status of lights signaled the replacement of the reload. The general status indicator illuminated blue. The reload indicator was flashing green. The event was noticed after the surgery. The status of the patient is no problem.